Manufacturer narrative:
The reported communication issue was confirmed. The stimulator established connection and successfully passed the self-test upon applying ac power. Functional testing of the stimulator verified consistent current output at all channels and user input communication with the touchscreen. However, the field reported communication issue was confirmed as the stimulator intermittently disconnected from the touchscreen. The single board computer (sbc) was temporarily replaced and connection was successfully maintained. The root cause was isolated to the single board computer.

Event description:
During an electrophysiology study, the claris system and the ep-4 stimulator were functioning as expected in the beginning procedure. After a while, a message appeared stating: "ep-4 is off". Then the stimulator stopped working and the message disappeared. The message appeared again and then it was off again. This was repeated several times and attempts were made to restart the stimulator and the computer. All connections were checked, the cable was replaced and the touchscreen to the box was connected directly with the cable but the issue remained. The touchscreen still displayed that the ep-4 was off and the case was rescheduled.